Event description:
Rptr writes, "my mother died only hours after the pacemaker surgery. I have the pacemaker, I would like to be assured it was working properly. Where can I have it looked at, to be sure it was working properly. I would like you to make sure this pacemaker has not been "recalled". What should be done with this pacemaker, when I'm fully positive it had nothing to do with the `death' of my mother!" Cardiologist writes, "cause of death is still enigmatic. Surprisingly enough, signs of increased intra-cranial pressure evident on the electrocardiogram were missed, ie, not a single progress note comment rendered in this regard--12/19/98 ECG w/ extreme deep large t wave inversions, a sign described in medical literature more than 23 years ago indicating a neurological event and/or increased intra-cranial pressure. This ECG on 12/19/98 strongly suggests advance in intra-cranial pressure and continued brain edema post acute stroke from 12/14/98. Not a single comment was rendered in the progress notes regarding the radical deep t wave changes on the ECG on 12/19/98 (also evident on the telemetry ECG leads). Pacemaker placement is remarkable for: drop in oxygen saturations early in the case, ie, pt is showing signs of trouble well before arrest-code-death, hours prior! I hope the reported measured lead impedance is in error; pacer lead impedance of 1000 ohms is too high for a new lead; in combination with the very high r waves(`...over 25 mv...'), there is a consideration of right heart wall perforation. Ample chest films were done in the days prior pacer implant; after pacer implant, please observe the report of small left pleural effusion. Pacer was placed on the left upper anterior chest wall; did pt sustain unrecognized hemothorax from vascular puncture that passed unrecognized until now? No post procedure ECG was ordered; therefore, we cannot make any additional estimates regarding possible perforation of the right heart wall. Ptt on heparin--blood thin measurement--not obtained right at procedure time; her blood may have been too thin for the procedure. Pt was very ill with this 12/14/98 stroke, and, indeed, death may have been neurological arising from brain swelling/hemorrhage/additional ischemia; we will never know: no repeat CT scans were ordered after 12/14--an error of omission in view of anticoagulation."